Manufacturer narrative:
Unable to cross lesion. A 80% stenosis observed. Target lesion was lad. Please note: MDR is being submitted late due to technical issues with esg and the webtrader production account.

Event description:
Balloon was unable to cross lesion. They used a competitor balloon of a little smaller diameter and it was able to cross lesion. No injury to patient and the patient is reported to be doing well.